Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an arterial non-cns (central nervous system) thromboembolism beginning (B)(6) 2020 that required prolonged hospitalization. Thrombus in outflow graft was found in a CT scan due to twisting of the outflow graft. The pump's rotation was changed to 5000 rpm in the beginning then changed to 5800 rpm. An echo was done which did not result in any findings. The patient was listed for high urgent transplant on (B)(6) 2020 and was put on anticoagulants (plavix, phenprocoumon).

Event description:
It was reported that there was no action to fix the outflow graft twist, however, the patient was transplanted on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) images confirmed the report of a twisted outflow graft. Additionally, a direct relationship between the device and the reported arterial thromboembolism could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2020 due to an arterial thromboembolism. A CT scan was performed which revealed a twisted outflow graft. There was no action taken to fix the outflow graft twist. The patient was listed as a high urgency heart transplant candidate and was ultimately transplanted on (B)(6) 2020. (B)(6) was not returned for evaluation.. A corrective action has been implemented to address heartmate 3 outflow graft twist. (B)(6) was implanted prior to the implementation of this corrective action. The heartmate 3 lvas IFU is currently available. Peripheral thromboembolism is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.